Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The s/n label located between the belt clip rails is missing. I shook the device and did not hear anything rattling inside. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose value was 352 mg/dl at time of incident and manually injection 8 unit. Troubleshooting was performed. Customer states that they were trying to did a calibration and accidentally dropped the insulin pump and it broken internally because when they shake there was a rattle and some of the feature was not working and accurate like when they inserted a new battery it was not. Customer states there a reservoir inside the insulin pump was locked. The device will be returned for analysis.